Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The patient was treated with unspecified antibiotics that was started on an unknown date. The antibiotic treatment was finished 22 days after the onset of the peritonitis. It was not reported if the patient recovered from the peritonitis. It was later reported that the patient had a relapse and that the peritonitis had returned. Antibiotic treatment was restarted. It was not reported if the patient recovered from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.